Event description:
It was reported via a merlin transmission that the patient's right ventricular (rv) lead exhibited low defibrillation impedance. The rv lead remains unaddressed and will continue to be monitored. The patient was in stable condition.